Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information, the individual packaging of the dilator was not sealed correctly, and the dilator fell out of the individual packaging onto the floor before use and could not be used.

Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9529934. In october, we received one inner pouch without medical device inside. According to the workshop manager and his team, this pouch was not sealed. The operators at this sealing machine have been made aware of this defect. According to the investigations performed quality database reveled no anomaly in connection with the described issue. A rmf evaluation was performed based on criq 229 risks identified 10107 (hazardous situation: product/blister falls out of the packaging) the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the individual packaging of the dilator was not sealed correctly, and the dilator fell out of the individual packaging onto the floor before use and could not be used.